Event description:
It was reported that prior to implant the healthcare provider and manufacturer representative were unable to aspirate the pump during preparation. The reporter stated that she was in the or and holding up the case because they were only able to aspirate 28-30 ccs from the pump reservoir. The reporter performed the locked reservoir valve procedure with 3 different syringes/needles and 2 different nurses. The pump was placed in 100 degree water bath for 5-10 minutes and still only 28-30 ccs were able to be aspirated. The reporter also stated that they could only aspirate '20-some' ml from the pump while prepping and 37ml were expected. Another pump was opened and they were able to aspirate and fill successfully during pump prep using the same needles, syringes, 2 different nurses and kits. The reporter indicated that the pump was to be sent back for analysis. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Final analysis of the pump found no anomalies. During analysis, the pump was filled with 40ml of sterile water and aspirated, repeated the process five times. No problems were encountered.

Manufacturer narrative:
(B)(4).